Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure when the right ventricular lead was advanced through the vein, the tip of the lead appeared to be flimsy and bent. Physician elected not to use the lead and a new lead was implanted instead. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.